Event description:
Coiling treatment of an aneurysm. It was reported the coil could not be detached. The physician then repositioned the coil and it detached. An angiographic control was performed, and a segment of the coil was observed in the carotid artery. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.